Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the tubing had air bubbles. Motor error alarm was also reported during priming. The blood glucose level at the time of the incident was 158 mg/dl. During troubleshooting the reservoir and infusion set were changed out and was able to bypass motor error alarm. The device will not be returned for analysis.